Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model #: sc-4316 lot #: 21044241 description: next generation anchor kit-sterile a review of the manufacturing documentation for the ipg, lead, and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the battery site, following an implant procedure. Symptoms of extreme pain and fever were noted. The patient was placed in the intensive care unit (ICU) and was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively. Infection was said to be procedure related.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had developed an infection at the battery site, following an implant procedure. Symptoms of extreme pain and fever were noted. The patient was placed in the intensive care unit (ICU) and was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively. Infection was said to be procedure related.